Manufacturer narrative:
The incident device evaluation showed the device failure is apparently the result of misuse. The jaws appear to have been clamped on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter.

Event description:
The report stated that during a vaginal hysterectomy, the jaws of the device locked up. The surgeon switched to another ligasure device to complete the procedure. Information learned during the device evaluation on july 5, 2007 is that the divider is caught between the jaws of the device and is exposed. This has the potential to cause a serious injury to the pt.